Event description:
It was reported that all were downstream occlusions that occurred upon compounding the 250 ml cassette. Each time when replacing with another pump the product primed with no issue. This event occurred at patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.